Event description:
The customer contacted physio-control to report that their device would not detect the ECG of a patient. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
All available patient information was received from the initial reporter and added to section a. Patient fields in which information is not provided were intentionally left blank.

Manufacturer narrative:
The patient record for the reported event was reviewed, and it was observed that the device logged "lead off" and began displaying dashed lines for the paddles lead. This is indicative of a poor electrode connection, leading to a high impedance reading that led the device to assume a patient was no longer connected. After discussing this issue with the customer, it was agreed that the most likely cause of the reported issue was a poor electrode connection to the patient. No device malfunction occurred.

Event description:
The customer contacted physio-control to report that their device would not detect the ECG of a patient. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Physio-control evaluated the customer's device and was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that their device would not detect the ECG of a patient. This issue is patient related; however there was no adverse event reported.